Event description:
It was reported that telemetry confirmed a critical alarm due to 'safe state.' There was no emi or magnetic interference. The pump was re-programmed to simple continuous mode. No patient symptoms were reported. The pump was used to deliver lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).